Event description:
Infection with staphylococcus. Info was rec'd on 03 april 2007 from a physician regarding a male pt, with an unknown medical history who experienced infection with staphylococcus and surgery. The pt began a treatment with synvisc on an unknown date. The pt rec'd two injections of synvisc into an unspecified knee on unknown dates. The third injection was performed approx nine weeks earlier, into the other knee. The following day, the pt experienced a swollen knee. He visited the physician and was treated with antibiotics (zinadol), also tested with crp and erythrocyte sedimentation rate (esr) (results unknown). Paracentesis was performed and collected fluid was tested by microbiologist who concluded afterwards that those were pus cells. Two days later, a surgery was performed including arthroscopy, partial hymenectomy (membrane of the knee joint partial resection) and cleaning. After the operation, the pt was treated with antibiotics (tavanic) and anti coagulant (dosage unspecified). The intensity of the adverse events was not provided per the physician. The relationship between adverse events and synvisc was assessed as probable per the physician. At the time of this report, the pt's outcome was unknown. In 2007, treatment with antibiotics (zinadol) (dosage unspecified). The same day, paracentesis performed. Two days later, surgery; arthroscopy, hymenectomy (partial), and cleaning. On the same day, treatment with antibiotic treatment (tavanic) and anti-coagulant (dosage unspecified).